Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to shorter than expected battery longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead implanted (B)(6) 2010; 6947 lead implanted (B)(6) 2010. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 79% of expected longevity. The battery depletion curve equals 95% and projected longevity at recommended replacement time (rrt) equals 83%. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.